Event description:
Physician attempted to use a inpact pacific drug eluting balloon during patient treatment in left distal brachial vein. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was not pre or post dilated. A non-medtronic (cid-20-30 cook) inflation device was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. It was reported that balloon twist occurred and was visible within the balloon in the vessel. The balloon was fully inflated to nominal pressure when the twist was noted. The balloon was fully deflated and was removed smoothly and safely from the patient. No vessel damage was reported. A new inpact pacific balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Please note that inpact pacific is not approved in the us but is similar to inpact admiral medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection of the returned device found a twist in the centre of the balloon, product analysis:the customer returned one procedural image. The image shows an inflated balloon in a patient¿s vasculature. There is a section of the balloon not inflated indicating that there could be a twist in the balloon. There is also an expanded stent in the patient¿s vasculature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.